Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. No information to date. Investigation still underway, no results to date. No conclusion can be made at this time.

Event description:
A hospital reported that on the third day of use a crack was found on a connector from a rt127 breathing circuit. No air leakage was detected and no alarm sounded. It is unknown when the crack had been made. It was reported that the patient suffered no injury as a result of the incident.